Event description:
Customer reported that the suture broke three days following surgery. The patient was returned to surgery for fascia repair. No further information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.